Event description:
It was reported to resmed that a patient experienced stomach bloating, pain, burping and headache allegedly due to an airsense 11 device pumping air into their stomach through the mouth. It was reported that the pain resulted in the patient becoming unconscious while calling for emergency services. The patient was admitted to hospital for 2 days, provided with an injection for vomiting, IV fluids and pain medication, and discharged. There was no allegation of device malfunction.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Evaluation of the device identified no device faults. The device passed all performance and functional tests. The airsense 11 autoset user guide states: ¿you should report unusual chest pain, severe headache, or increased breathlessness to your prescribing physician. An acute upper respiratory tract infection may require temporary discontinuation of treatment. The following side effects may arise during the course of therapy with the device: drying of the nose, mouth or throat; nosebleed; bloating; ear or sinus discomfort; eye irritation; skin rashes.¿ resmed reference#: (B)(4).